Event description:
Complainant claims that the head of the screw broke intraoperatively during final tightening.

Manufacturer narrative:
The product was examined and the reported problem was confirmed. The threaded tabs on the polyaxial head had broken. Information was forwarded to the product development for ongoing investigation into this issue. A previous investigation shows that the tabs can be weakened by levering the screw head with the screwdriver. Breakage then occurs during the final tightening sequence of the inner screw and the outer nut. If any additional information is received, a follow-up report will be submitted.